Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation found that the image was not displayed due to cable breakage which caused the video communication not to transmit to the processor and was believed to be due to user handling. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
The user facility returned the olympus hd autoclavable camera head to the service center. Upon inspection and testing, it was observed that there was no image due to a faulty cable unit. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation in olympus (B)(4). The evaluation found no image due to faulty cable unit. The cable was kinked in several places which caused the image loss and interference stripes. The faulty parts need to be replaced to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.